Event description:
It was reported that the programmer had a black screen, and the normal screen could not be obtained, when a routine post-op device interrogation was attempted. A serious programmer error occurred after numerous reboot attempts. Another programmer was used. No patient complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis found that the programmer would boot with a system error, and the history showed that the error occurred six times in the past.